Event description:
It was reported that a cartridge alarm occurred during the operation of a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the correct technique, successfully resuming insulin therapy and resolving the issue.